Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested and received. (B)(4).

Event description:
An ophthalmologist reported that following an intraocular lens (iol) implant procedure, a patient experienced decreased visual acuity due to refractive error. The sample is available for return which would indicate that the iol was removed during a secondary procedure. Additional information was provided that the iol was replaced with a different lens model and one diopter difference in power in a secondary procedure.